Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 250 mg/dl, the patient reports they had been using manual injections of insulin due to being sent the incorrect product and the product also going to the incorrect address. The patient reports they were out of pods. Once at the hospital the patient was treated with 2 bags of intravenous fluids as well as insulin. The patient was at the hospital for 7 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.